Event description:
A customer contacted beckman coulter inc. (Bci) to report a leaking synchron ld reagent due to a loose cap. No reports of injury have been reported in connection with this event.

Manufacturer narrative:
The customer was sent a replacement. A clear root cause is unknown at this time.